Event description:
I had a total hip replacement on (B)(6) 2003. I received the depuy total hip pinnacle acetabular cup. Prior to surgery, I had groin pain due to osteoarthritis. The pain never really resolved with the surgery and began to get worse, especially with walking and weightbearing. My leg was very weak and would feel like it would ¿give out¿. The pain became severe. I would feel like the joint was clicking and catching. I have since had the implant removed. The discharge diagnosis from the revision was ¿failed right total hip arthroplasty.¿ I had a multitude of complications with the revision, including a second revision. Diagnosis: right hip osteoarthritis.